Event description:
The customer reported to beckman coulter (bec) that coulter ac*t-diff analyzer was giving white blood count (wbc) dashes (- - - - -, total voteout), non-mumeric results) on controls. Patient samples had not been analyzed in this event, so no erroneous results were generated or reported out of the laboratory. No patient treatment was affected.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and decided to replace the white blood cell (wbc) bath because it was old. The fse installed a new wbc bath, performed a startup, ran latex, and performed clog detection. The fse ran quality control (qc) which passed; however, the fse noticed platelet/hemoglobin (plt/hgb) bias high. The fse manually adjusted calibration factors until the customer can do scal on the instrument.failure mode was attributed to the old wbc bath. However, the instrument gave complete voteouts/dashes (non-numeric results) which alerted the customer to an instrument problem. (B)(4).